Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation. Thus, an inspection could not be performed by greatbatch to confirm the reported event. A manufacturing review was completed. The reported lot number for this complaint is part of a field action recall, z-2055-2017. Report source distributor (B)(4). Recall number z-2055-2017 per FDA website. Device not returned to manufacturer.

Event description:
It was reported during an unknown procedure that one of the retaining pins for the lever on the broach handle fell out. There was no surgical delay, the procedure was completed successfully and no adverse events were reported as a result of the malfunction.